Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected/prevented by following the instructions for use: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: nozzle has foreign objects; due to a dent on channel tube, channel cleaning brush cannot inserted smoothly; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; the angle wires become stretched; due to deformation on bending tube, angulation skips during angulation in upwards/downwards directions; bending section cover or distal sheath rubber has a scratch; adhesive bending section cover or distal sheath rubber had a chip; adhesive on bending section cover or distal sheath rubber had a chip; adhesive around light guide lens is peeled; connecting tube has a scratch; connecting tube has a wrinkle; electric connector has corrosion; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; grip has a scratch; scope cover plate is detached; scope cover has a scratch; switch box has a scratch; suction cylinder is shaved; paint on air/water cylinder is peeled; forceps elevator knob has a scratch; up/down knob has a scratch; right/left knob has a scratch; control unit has discoloration; and control unit has a scratch. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope nozzle has foreign objects. The issue occurred during and unknown event. There were no reports of patient involvement.